Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, active current measurement and displacement test. Power connector plug in and locked in place properly, however device received with high sleep current and unexpected battery power loss is seen on the graph due to corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and replace battery. The customer¿s blood glucose level was 220 mg/dl. The customer was assisted with troubleshooting and reported that insulin pump died. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged and spring was neither damaged nor corroded. The customer was reported that the insulin pump had low battery alarm before replace battery alarm. The customer was advised to replace and may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.